Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a placement of a colonic stent procedure in the sigmorectal elbow performed on (B)(6) 2015. According to the complainant, the stent was intended to treat a malignant 3cm lesion in the sigmorectal elbow. Reportedly, the patient anatomy was not tortuous. No visible damage was noted to the stent system prior to use. During the procedure, the physician was able to deploy the stent; however, the stent did not fully expand. The physician waited for 1 to 2 minutes; however, the proximal end of the stent remained close. The physician successfully removed the wallflex enteral colonic stent with the use of a snare. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device was not returned for analysis. However, a photo of the deployed stent was evaluated. The end of the stent appeared to be fully expanded. It was noted that the main body and the distal part of the stent appeared to be compressed. Inadequate expansion is listed as a potential adverse event in the directions for use (dfu). Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a placement of a colonic stent procedure in the sigmorectal elbow performed on (B)(6) 2015. According to the complainant, the stent was intended to treat a malignant 3cm lesion in the sigmorectal elbow. Reportedly, the patient anatomy was not tortuous. No visible damage was noted to the stent system prior to use. During the procedure, the physician was able to deploy the stent; however, the stent did not fully expand. The physician waited for 1 to 2 minutes; however, the proximal end of the stent remained close. The physician successfully removed the wallflex enteral colonic stent with the use of a snare. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight (B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.